Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, additional therapy/non-surgical treatment and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event estimated. Exemption number e2019001. The device remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that the patient underwent a coronary procedure on (B)(6) 2016, with implantation of two absorb gt1 bioresorbable vascular scaffolds (bvs) in the mid to distal right coronary artery (rca). In (B)(6) 2018, the patient began to experience worsening coronary artery disease and was re-hospitalized. On (B)(6) 2019 a revascularization procedure was performed, treating the mid rca with implantation of an additional stent. The patient condition resolved on (B)(6) 2019. There was no additional information provided.